Event description:
Pt with high blood glucose (no specific bg readings were provided, but levels are assumed to be greater than 250mg/dl). As a result of high bg levels, the pt was hospitalized for 1 week with diabetic ketoacidosis (dka).

Manufacturer narrative:
The product will not be returned for evaluation and therefore, no product malfunction or condition can be determined to have contributed to the pt's diagnosis of dka. Because no product lot number was provided by the customer, we were unable to perform a review of the product qualification records. The omnipod's user guide warns that "undetected hyperglycemia or hypoglycemia can result without proper monitoring" and further states that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."